Event description:
It was reported while using bd bactec¿ fx top, there was a false negative result. The patient's previous sample had tested positive. After being treated with antibiotics, the subsequent sample tested negative. However, the sample grew when plated. The patient died before the result was given for the second sample - the death was unrelated to the false result.

Manufacturer narrative:
Investigation summary: this complaint alleges the bactec fx provided a false negative result. The customer noted that a bottle from the same patient flagged as positive and growth of klebsiella pneumoniae. It was identified by the customer that the second bottle that flagged as negative was drawn after antibiotics were administered. Bd service analyzed this information and concluded this was due to when collecting blood in the second bottle, the patient was under heavy antimicrobial treatment, therefore klebsiella couldn¿t grow in a way to trigger the positivity algorithms, however still alive to growth on agar media not containing antibiotics. The instrument was verified to be operating to specification. This complaint is unable to be confirmed, and the root cause is unknown. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release for manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx top, there was a false negative result. The patient's previous sample had tested positive. After being treated with antibiotics, the subsequent sample tested negative. However, the sample grew when plated. The patient died before the result was given for the second sample - the death was unrelated to the false result.